Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having an infection. The surgeon removed all of the implants; exchanged the lima proximal body and the lima distal stem. The other components were from another vendor.